Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced a medication jam that prevented user access to medication. The name of the scheduled procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer reported successfully retrieving the required medication from another station. There was no reported patient or user harm. This event is recorded in complaint number 03132913. A field service engineer was dispatched to inspect the device; upon arrival the device was in use by the customer. Customer cancelled device inspection request. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system experienced a medication jam that prevented user access to medication. The name of the scheduled procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer reported successfully retrieving the required medication from another station. There was no reported patient or user harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-jan-2021 to 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced a medication jam that prevented user access to medication during patient on table. A field service engineer found that the issue is not reproducible during inspection. There was no issue with the station. The system functioned as intended after assessed by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system experienced a medication jam that prevented user access to medication. The name of the scheduled procedure was not disclosed. The length of the delay to patient care was not disclosed. Customer reported successfully retrieving the required medication from another station. There was no reported patient or user harm.